Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two 275cc textured mentor memorygel breast implants has experienced postoperative bilateral breast pain and capsular contracture, baker grade unknown, on an unknown side. Patient reported that one side is higher and firmer than the other, and both are painful. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Capsular contracture has been defaulted to the right side due to unknown side. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.